Event description:
The hcp reported the pt's catheter had a disconnection at the lumbar site. The pt experienced an increase in her pain. The pt underwent a catheter surgical intervention and recovered without sequela. The drug contained in the pt's pump was hydromorphone (4.0 mg/ml), clonidine (150.0 mcg/ml), and bupivacaine (2.0 mg/ml) delivering 1.3749 mg/ml.